Manufacturer narrative:
Product complaint: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what anatomical structure was device used on? A branch of the pulmonary artery. What in addition to a pleural biopsy was being performed? A wedge resection/ what was the estimated width of compressed vessel? Unknown, but surgeon described as ¿very small.¿ can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Surgeon did disclose that a ¿little bit¿ of lung tissue was included in the firing. Does the surgeon wait 15 seconds prior to firing? Unknown. Was there any staple form issue noted? N/a since vessel tore and firing was unsuccessful. Please provide additional details on what is meant by ¿something sliding¿. Further discussion reveals that the tissue was pushed distally during the firing sequence, so it sounds like the knife blade displaced the tissue rather than cutting. What was the position of the lung tissue included in the firing? Unk. Will the device be returned for analysis? Facility has not released yet and no update was given. What is the current patient status? Patient was stable and discharged in stable condition. Patient has been seen in clinic follow-up and doctor said they were doing well.

Event description:
It was reported that during a pleural biopsy, a pve35a (vascular stapler) was being used in a case labled as a pleural biopsy. The event was described as something ¿sliding¿ in the stapler, but it was not clarified regarding what component was moving or behaving irregularly. Case had to be converted from vats to open thoracotomy and patient is stable. Rep was not present, and inquiries have been made requesting additional info from scrub tech, surgeon and any staff in the room that day. There was patient consequences reported, converted from vats to open.